Manufacturer narrative:
Locked down smartphone: lockdown omnipod software app version: 1.2.4 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: unspecified please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, seizures and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient's mother reported that he was not wearing the pod at the time of seeking medical attention because she removed the pod before the paramedics arrived. Medical attention was sought on (B)(6) 2025, due to unresponsive hypoglycemia, seizing, and frothing at the mouth. He is still in the hospital. The diagnosis was hypoglycemia, and treatment involved intravenous (IV) glucose (4 bags). The patient incorrectly set his controller, leading to a basal rate of 7 units/hr instead of 0.7 units/hr. Without his continuous glucose monitor (cgm), no alerts were triggered. Paramedics administered glucose, raising his blood sugar to 188 mg/dl.